Event description:
Report 4 of 13 it was reported while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there were thirty-five (35) tubes with cracks toward the base of the tube resulting in seepage or leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3275630 d4. Medical device expiration date: 28-02-2025 d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 02-10-2023 d4. Medical device lot#: unknown d4. Medical device expiration date: unknown d4. Unique identifier (UDI) #: (B)(4) h4. Device manufacture date: unknown d4. Medical device lot#: 3254974 d4. Medical device expiration date: 28-02-2025 d4. Unique identifier (UDI) #:(B)(4). H4. Device manufacture date: 11-09-2023 h.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Additionally, 100 retention samples from each of the lot numbers provided were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked tube based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Investigation summary: lot#: unknown bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of cracked tube based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."